Event description:
On the initial report received by aso on 06/07/2024, the consumer stated that when she pulled the bandage off, it tore her skin and developed blisters. She had to go to the ER for treatment. On the completed cir received by aso on 07/01/2024, the consumer states that she went to the urgent care and got an antibiotic. Per the cir, the consumer states that the issue was with the tape area.

Manufacturer narrative:
As of 07/01/2024 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.